Event description:
On(b)(6) 2026, a customer in Mozambique reported to Hologic that their Panther System (SN: (b)(6) was intermittently not assigning the DBS conversion factor to results of certain dried blood spot (DBS) specimens tested with the Aptima HIV-1 Quant Dx Assay (qHIV-1), prepared using the DBS Extraction Buffer Kit (ASY-12006). No information regarding patient treatment is available at this time. Hologic has not been informed of any adverse patient outcome related to this event.

Manufacturer narrative:
Hologic evaluated the issue and confirmed that certain testing workflows used in high-volume testing laboratories may prevent the DBS Conversion Factor from being applied and displayed on the Panther Result Report. Rapid completion of the DBS testing workflow or missing steps in the process may prevent the DBS Conversion Factor from being applied in the Panther Results Report. Hologic advised the customer to adjust their testing workflow in alignment with product instructions-for-use to ensure the DBS conversion factor is applied to DBS specimens. After modifying their testing workflow in (b)(6)2026, these customer sites have not reported further issues. This issue appears to be isolated to customers in Mozambique. Hologic is not aware that any test results affected by this issue were reported to patients or were used clinically. No information regarding patient treatment is available at this time. Hologic has not been informed of any adverse patient outcome related to this event.